Event description:
Baxter (B)(4) received a report that one (1) it was reported that folfusor sv2.5 ml/h device was not flowing during patient use. The device was filled with 3600 mg of 5-fluorouracil in 0.9% sodium chloride. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition of a "no flow" could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted which found no nonconformances.